Event description:
It was reported via repair work order that the zoom was working intermittently due to a malfunctioned zoom assembly .no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom was working intermittently due to a malfunctioned zoom assembly .no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.